Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, that drawer 6.1 was not detected on the communication bus. The customer indicated that the user experienced a delay in dispensing medication as a result of the alleged malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on the bus. A field service engineer (fse) asked the customer to log in and recover the failure. Drawer recovery was successful, and medications were inventoried in the drawer afterward. The system functioned as intended after the field service engineer assisted the customer to resolve the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, that drawer 6.1 was not detected on the communication bus. The customer indicated that the user experienced a delay in dispensing medication as a result of the alleged malfunction. There were no adverse events or injuries reported based on this event.